Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cycler. There was fluid leaking, when the pt was removing the cassette. The pt stated he could see a leak coming from the cassette. The pt's effluent remained clear and he had no adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls, were within spec.